Event description:
It was reported that during a procedure on (B)(6) 2015 to treat a perforation in the distal posterior descending artery, a 2.8x19 mm graftmaster rx stent system was advanced but could not cross the diffusely diseased right coronary artery. The stent system was simply withdrawn from the patient anatomy and an unspecified balloon catheter successfully sealed the perforation with prolonged balloon inflations. The patient was in stable condition. The patient was discharged to home on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.